Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. The clinician did not provide the following information: amount of torque used on abutment and implant, patient bone density, whether primary stability was achieved, and whether the implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate w/ the bone and is rejected by the body, the cause is unknown. The records management database indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required.

Event description:
Lodi implant failed to osseointegrate. Implant info as follows: p/n 07465, lot #i0vcn: MFR: 10/01/2014, exp: 08/31/2019. P/n 07461, lot #i0rqr: MFR: 08/01/2014, exp: 06/30/2019. Incident occurred in (B)(6).